Event description:
The healthcare professional reported that the patient¿s device wasn't working when they tried to adjust it; the device wasn't adjusting when the patient tried to change intensity. The patient reported that they had stimulation in an undesired location and she fell down on (B)(6) 2017. The patient stated a couple of days later her pain was worse and going high up in her back and when she tried to adjust stimulation she couldn't get stimulation to the areas of pain. The patient noted she was feeling stimulation in the left side since the fall and stimulation was supposed to be in both legs and the low back. The change in therapy or symptoms was considered sudden. The indication for use was non-malignant pain. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a lead revision scheduled for (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient went to the hcp's office to have the device looked at. The hcp that they had no further information so the issue seems to be resolved. The hcp forwarded the caller. The patient's file was pulled up and the patient was seen on (B)(6) due to the stimulator not covering pain. The stimulator was functional and the patient was able to charge. A manufacturer's representative (rep) was called on the phone to reprogram the patient's device. The stimulator was unable to be reprogrammed over the phone, it was unclear if it was unsuccessful or just could not be done. The patient was to follow-up with a rep to undergo impedance testing and further adjustments. No further information was available. The patient's weight was not available. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that the patient had lost coverage in their right leg. It was reported that they fell and then they had lost coverage. The rep did an impedance check, and they tried to get coverage to their right leg, but they were unsuccessful. It was reported that the patient was sent for an x-ray. The issue was not resolved at the time of the report. No surgical intervention occurred and it is unknown if any surgical intervention is planned. It was reported that it was unknown when the event occurred and the rep indicated they would follow-up for more information. No further complications were reported/anticipated.